Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3093-28, lot# v053455, implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had 7 trials and that their first implant was in 2007 and only did one trial then. The patient responded to the test phase and then the first year they had some wire issues within the first 2-3 weeks and overall responded to it within the first year. It was noted that since then the patient had ebb and flow issues and then they changed it to the other side at some point. Additional information received reported that the patient was still having concerns with their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 was reported. It was noted that the patient needed someone to help coordinate their care between hcps because they had 2 device specialists managing their care for interstitial cystitis and pudendal neuralgia.